Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following device exchange, low impedance, loss of capture, and oversensing due to noise was noted on the right ventricular lead. A lead revision was performed to resolve the .event. The patient was in stable condition.